Event description:
It was reported that the patient presented to hospital with difficulty breathing and fatigue. The device would not interrogate and exhibited a wrong ID number message.

Manufacturer narrative:
Final analysis found that the pulse generator could not be interrogated due to a corrupted ID bit. Electrical measurements found no output. The product code was successfully downloaded and the device exhibited normal electrical characteristics during all tests. The loss of output condition could not be reproduced and the cause of memory corruption could not be determined.